Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for investigation. However, the unit was made in 2014, in use from 2016, working hours 1978. The system was tested using the patient circuit calibration procedure and the ventilator performance checks, both passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a was overheating in patient use. A smell was noticed, the change in the driver's sound, warm bellows. The physician reported he was unable to center the piston. Physician adjusted the power control to 99% to reach p 60 cmh2o. They stated the oscillator overheated led was not light. No patient harm was reported.